Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (finland) the patient's drg system was not providing effective stimulation therapy. An impedance check of the patient's drg system showed multiple lead contacts had high impedance values. Consequently, the patient's physician decided to replace the lead. Postoperative, the patient reported receiving effective stimulation therapy over his pain area.